Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission revealed that the lead had dislodged. The lead was explanted and replaced. The patient did not experience any adverse consequences.